Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation noted the that the implantable cardioverter defibrillator (ICD) was migrated. Device interrogation revealed high pacing impedance, and dislodgement due to twiddler's syndrome, verified via x-ray on the right atrial (ra) lead. Device interrogation revealed high pacing impedance, failure to capture was noted and lack of slack was verified via x-ray was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead pacemaker was readjusted in pocket. The patient was in stable condition.